Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to restart the cubex app. A technical service engineer remoted in found app on restock screen, restarted the cubex app and allowed to issue items. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medbank system had an issue in the screen which is strucking. The customer reported that the user was unable to remove the medication and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.